Event description:
The device was used during a hysterectomy procedure. Reportedly, the staple line was incomplete. The surgeon applied suture to complete the procedure. The hosp has reported that no pt injury occurred.